Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted in the esophagus to treat a leak at the gastroesophageal junction during an esophagogastroduodenoscopy (egd) with esophageal stent placement procedure performed on (B)(6) 2015. According to the complainant, during the egd with stent placement procedure the wallflex esophageal stent was implanted into the patient's esophagus. The physician noted that the wallflex esophageal stent had migrated from the distal end of the esophagus to the stomach. On (B)(6) 2015 the physician corrected the position of the wallflex esophageal stent by pulling it back into place with forceps. The procedure was completed with this wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.